Event description:
Reporter alleged blood glucose meter read hi and customer went to the doctor. It was reported customer's meter was reading erratically with results of 253,309, & 64 mg/dl and when going to the doctor their meter read 100 mg/dl. Reporter stated two hours after going to the doctor, her meter read 209 mg/dl. No treatment was reportedly recieved as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.